Event description:
A customer reported an altitude alarm issue with their pump, occurring on multiple dates. There was no adverse impact on the customer's blood glucose level. The customer received tips from technical support on preventing altitude alarms and was able to resume insulin delivery with the original cartridge without the need for a replacement. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.